Event description:
It was reported that a user of the ilet bionic pancreas experienced a low glucose event after an episode of elevated glucose, with a dexcom g7 sensor in use and alerts reportedly not set to high at night; the user overtreated a perceived mild low and then experienced rebound hyperglycemia followed by subsequent insulin delivery that preceded the low, and the event was managed with oral glucose. The pt reported symptoms included low glucose consistent with hypoglycemia, feeling hot and sweating. Outcomes included resolution of the low with oral glucose and no hospitalization. Investigation included troubleshooting and education regarding alert settings, nocturnal alert audibility, and correction strategies. Investigation of this case revealed no device malfunction and suggested user overcorrection and subsequent automated insulin response as contributory to the low. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.